Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that the endotracheal tube connector came off with the stylet. Intervention - the patient was extubated and re-intubated. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Corrected data: date of event corrected to (B)(6) 2015. Date of the report corrected to 10/07/2015. A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation. Simulation of removing a stylet from the tube was simulated on current production samples at the manufacturing facility. The connectors were found to be inserted firmly and no detachment was observed. Based on the investigation performed, the reported complaint could not be confirmed. The detachment of the connector was most likely due to mishandling during removal of the stylet after intubation, although without evaluating the actual sample this could not be confirmed. According to the IFU, the endotracheal tubes are supplied with a partially inserted 15mm connector. The connector assembly feature was designed in such a way that the connector can be removed and connected back to the tube when the tube is required to be cut to length. (Con't) other remarks: precautions in the IFU state that the 15mm connector should be firmly inserted in the tracheal tube. Use of lubricating solutions to ease reinsertion of the 15mm connector is not recommended as it may contribute to accidental disconnection. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the endotracheal tube connector came off with the stylet. Intervention - the patient was extubated and re-intubated. The patient's condition is reported as fine.